Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-08630. It was reported that a shaft detachment occurred and the patient experienced cardiogenic shock. The patient was undergoing a percutaneous coronary intervention. Vascular access was obtained via the right femoral artery. The target lesions were located in the right coronary artery (rca), the left anterior descending (lad) artery and the intermediate vessel. A 1.5mm rotalink and an unspecified rotawire were selected for use. The lad was noted to be diffusely calcified and heavy calcification was noted in the intermediate vessel. Rotablation was performed in the lad first and the rotalink was then moved to the intermediate vessel. The shaft of the rotalink detached in the proximal portion of the intermediate vessel, but remained on the rotawire. It was noted that the 1.5 burr may have been too large for the calcification in this vessel. The guide catheter was then deep seated to aid in successful removal of the device. Subsequently, the patient experienced cardiogenic shock resulting in placement of an intra-aortic balloon pump and a ventilator. The patient remained in iccu and was hospitalized for more than 10 days. No further complications were reported. The patient has since been discharged, but future treatment is planned.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis. It was noted that the burr of the catheter unit was detached from the catheter coil and was stuck to the guidewire. The burr could not be removed from the rotawire as the rotawire was stuck on the mid-section of a guidewire. A microscopic examination showed that the annulus of the burr and the distal burr was found to be within specification. Burnt damaged marks were noted on the body of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-08630. It was reported that a shaft detachment occurred and the patient experienced cardiogenic shock. The patient was undergoing a percutaneous coronary intervention. Vascular access was obtained via the right femoral artery. The target lesions were located in the right coronary artery (rca), the left anterior descending (lad) artery and the intermediate vessel. A 1.5mm rotalink and an unspecified rotawire were selected for use. The lad was noted to be diffusely calcified and heavy calcification was noted in the intermediate vessel. Rotablation was performed in the lad first and the rotalink was then moved to the intermediate vessel. The shaft of the rotalink detached in the proximal portion of the intermediate vessel, but remained on the rotawire. It was noted that the 1.5 burr may have been too large for the calcification in this vessel. The guide catheter was then deep seated to aid in successful removal of the device. Subsequently, the patient experienced cardiogenic shock resulting in placement of an intra-aortic balloon pump and a ventilator. The patient remained in iccu and was hospitalized for more than 10 days. No further complications were reported. The patient has since been discharged, but future treatment is planned.